Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7126606/7125788. UDI: (B)(4).

Event description:
It was reported that the patient experienced a pain at the implantable pulse generator (ipg) site and had inadequate stimulation. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.